Manufacturer narrative:
The warmtouch 501-5200 was returned for failure investigation. Overheating of the device could not be reproduced and it passed all performance tests. The warmtouch 501-5200 has been discontinued. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.

Event description:
On 10/19/2007 nellcor puritan bennett received a report of a warmtouch 501-5200 overheating. The warmtouch was returned to the service department in another country. No patient involvement was reported. No other information was reported.